Event description:
The pt reported that recently the adhesive on his insulin infusion headsets are not sticking as well as in the past. He stated he does not know if the sets are all from the same box. He said he discarded the box and all of the used infusion sets so there is no product to return. He did not mention any concerns with his current box of infusion sets. During troubleshooting, the pt stated he normally wipes his site area with alcohol pads and allow it to dry and does not use any lotions. He said in the winter, he does not use an IV prep wipe prior to affixing the adhesive but in the "summer months I do because I sweat." The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.